Event description:
It was reported that the radiofrequency programmer head was unable to detect devices. The programmer was returned for service, although no programmer head accompanied it. It was further requested that the programmer receive a test and calibration. It was indicated that there was no patient involvement associated with this event. The programmer was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, however, found solder joints of the radiofrequency (rf) head connector cracked. It was also noted that the power supply and system fan were noisy, the programmer display drops, the display flex was damaged, the tabs on the power cord bay door were broken and both keyboard hinges were broken. (B)(4).